Event description:
Caller reported a malfunction on the pump, specifically noted as malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts assisted the caller with resetting the pump and arranged to send a replacement pump with updated software and training available. The caller was instructed to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days, understood the guidance, and acknowledged the steps advised by cts.